Event description:
On (B) (6) 2008, the patient reported that the plunger of the insulin cartridge became stuck to the piston rod while changing the insulin cartridge. He stated that less than 10 units of insulin spilled into the cartridge compartment. He was advised to dry the cartridge compartment with a cotton swab. He was instructed how to remove the plunger from the piston rod and he was educated on the proper technique for removing the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.